Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that pump battery would not charge and showed power source alert, and customer also reported failed G7 sensor that required support transfer to sensor manufacturer. There was no adverse impact to the customer¿s blood glucose level. Pump began charging again using original charging equipment without shutdown, customer was transferred to sensor manufacturer¿s technical support for sensor issue, and no further assistance was required.